Event description:
Rep reports that the doctor assumed the pump was slowing down in flow rate. The rep went to the facility to troubleshoot. He told the doctor that it is normal to have a variance of flow rate that is within a plus or minus of 15%. The neurosurgeon later contacted the rep regarding this pt, he told the rep that he does not believe there is anything wrong with the pump and that he wanted to implant a new one to prove there is nothing wrong with the subject complaint.